Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc) malfunction alarm code. The device was returned to the biomedical department with a note that stated "s321 malfunction alarm, pump motor lack of movement". No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, a s321 malfunction alarm, pump motor lack of movement was noted in the device history. No additional information was provided.